Event description:
It was reported that the device was used during a laparoscopic urology procedure. The device was difficult to close on the first firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd with the firing mechanism damaged and with a reload loaded in the device. The reload was rec'd fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken. While no conclusion could be reached on what caused the firing and closing mechanisms to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at finished goods qa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.